Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Aic logs revealed that the console could not detect the purge disc after the cassette was connected. There were no issues detecting the purge cassette. Device analysis: the console was tested after arriving in field service (fs). The purge disc flag was confirmed to be broken. Before returning this console back to the customer, fs was instructed to replace the purge disc retainer (due to hairline crack) /flag, validate sensor accuracy via section 12 of the preventive maintenance procedure, and perform a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the aic experienced purge disc/flag issues. No clinical details regarding resolution or patient involvement/condition were provided.